Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experienced could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, smoke was observed coming from the device. It was also stated that there were some flames coming from the device near the connection of the rubber boot at the generator connection side of the device. Olympus followed up with the user facility via telephone and in writing to obtain additional information but with no results.